Event description:
It was reported the patient presented with 4+ mr. At explant, one leaflet was observed to be torn. Cultures at explant indicated acute endocarditis. Additional information has been requested.